Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device retained by the pt and was not returned to the manufacturer. Additional information including x-rays and medical records has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that pt dislocated the constrained liner. Surgeon proceeded to take out the shell/zimmer and use a tritanium revision shell with mdm.